Event description:
It was reported that a patient underwent a revision procedure approximately 2.5 years post implantation due to liner disassociation. During the procedure, scapular notching was noted as well as a deformed liner locking mechanism. The poly liner, spacer, and glenosphere were exchanged. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign source: phx. Concomitant medical products: 40mm poly liner + 3mm 65deg cat#00434906603 lot#64374987. Foreign source: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 03571.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10: 40mm poly liner + 3mm 65deg cat:00434906603.lot# 64374987. 15mm post length base plate cat# 00434901500 lot# 64428911 40mm ã¿ glenosphere cat# 00434904011 lot# 64503726 visual examination of the returned product identified a zimmer tm reverse shoulder retentive poly liner (lot 64374987) and a zimmer tm reverse shoulder humeral stem spacer (lot 62952482) were returned. As returned, damage is seen on the rim feature of the spacer. The poly liner exhibits damage to the backside, locking tabs, and rim feature. No glenosphere or baseplate product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse-type left shoulder arthroplasty is present with glenohumeral dislocation. There is no fracture or evidence of implant loosening. Bone quality appears osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.